Event description:
It was reported that the stent was difficult to deploy and did not fully expand; also, the delivery system became stuck on the wire upon removal. Additional intervention was required. The target lesion was located in the highly calcified, greater than 80% stenosed and mildly tortuous right superficial femoral artery (sfa). A 7x120x130 eluvia self-expanding drug eluting stent and 0.014 thruway guidewire were selected for an arteriogram, atherectomy and stenting procedure in the sfa. Following pre-dilation, the eluvia device was advanced antegrade over a guidewire. During deployment, when using the thumbwheel, the stent was not expanding and took multiple attempts to deploy. The stent did not open properly and was apposed to the vessel wall using a pta balloon. Following stent deployment, the eluvia stent delivery system became stuck on the .014 thruway guidewire and could not be removed from the wire. The physician removed the eluvia stent delivery system by cutting it away from the wire. Both the thruway guidewire and the stent delivery system were removed successfully from the patient. The procedure was successfully completed without injury or adverse outcome to the patient. There were no patient complications reported.